Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Unable to perform displacement test and p cap reservoir will not lock properly due to missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was broken. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.